Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer reported that while screwing in during the final stage of screwing the element in proximal part, the screw broke in two parts in the place where the large cannulated part is linked with the screw. Customer managed to complete the surgery using another screw of the same type available on the spot.

Manufacturer narrative:
The reported incident that cannulated compression screw was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too much applied force during use. The device inspection revealed the following: the blue ring is completely dislodged from the yellow screw body. The inner hex of the top is clearly badly damaged / deformed. As indicated by the surgeon, the screw broke during the final stage of screwing the element in proximal part. The silver holding ring is still in position but got dislodged (during final tightening) from the blue ring due to too much applied force during use. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Note: requirements in reference of the bml report: test results of the screw pull ¿ apart strength have resulted in the following; the distal and proximal parts of the twinfix screws are held together (axially) trough the use of a snap ring. Therefore a test was carried out to determine the pull apart force required to separate both parts. The twinfix screw displays higher pull-apart strength than twice the proximal portion maximum pull-out strength. Overall the acceptance criterion is met and the twinfix screw is safe and effective when considering pull-apart strength such that the screw would be pulled-out of the bone fragment before the two parts become separated.

Event description:
Customer reported that while screwing in during the final stage of screwing the element in proximal part, the screw broke in two parts in the place where the large cannulated part is linked with the screw. Customer managed to complete the surgery using another screw of the same type available on the spot.